Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) was confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrode was pulled from the strain relief, damaging wires and causing the "add gel" messages. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
The wife of a (B)(6) male pt called zoll customer support to report that he was receiving "add gel" messages when the belt had not gelled. The pt was issued a replacement electrode belt.